Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code problem code: e1803 nodule/ code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a localized skin reaction characterized by redness, pimples, pus, and a lump beneath the sensor pod area. On (B)(6) 2025, the patient visited an urgent care center due to the persistent skin reaction, which continued to manifest even after the wearable was removed on (B)(6). The attending provider prescribed the following oral antibiotics: cefalexin 500 mg (4 times daily) and bactrim ds 800/160 mg (2 times daily). The patient was advised to avoid using the same insertion site for future wearable applications. The patient was discharged the same day with prescription medications. At the time of the report, the patient still had visible skin marks, though the reaction was subsiding. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.